Event description:
Patient went to the operating room for exploratory laparotomy, ileostomy takedown, ventral hernia repair with without and bilateral ureteral stent placement. The next day, patient was brought back to the operating room for bileous leakage at the surgical site. We began by examining the ileostomy site wound and noted a likely defect in the mesh. We removed all of the previously placed staples from the midline to better visualize the mesh. We identified a 5 cm linear defect in the right lower quadrant mesh that was completely separate from the edge of the mesh and not related to any needle hole defects. We could see bowel underneath and noted bilious fluid, concerning for bowel injury. We made plans to remove the mesh for better visualization; all of the previously placed circumferential prolene sutures were removed and the mesh was removed from the abdomen. We then identified a several millimeter wide full-thickness small bowel injury in the bowel that had been underlying the area of compromised mesh.